Event description:
The patient came in reporting pain and discomfort and the cause is unknown. The surgeon revised the liner, head, and screws. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 sept 2023: lot 2207389: (B)(4) items manufactured and released on 27-jun-2022. Expiration date: 2027-jun-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other implants involved, batch review performed on 26 sept 2023: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2209947: (B)(4) items manufactured and released on 27-jun-2022. Expiration date: 2027-jun-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.32.6520 cancellous bone screw, flat head ø 6,5 l 20 (k103721) lot 2111217: (B)(4) items manufactured and released on 16-sep-2021. Expiration date: 2026-sep-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.32.6530 cancellous bone screw flat head ø 6,5 l30 (k103721) lot 2208635: (B)(4) items manufactured and released on 23-jun-2022. Expiration date: 2027-jun-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.